Manufacturer narrative:
The returned product was evaluated. During inspection of the product, the battery was found to hold a charge for over three (3) hours.

Event description:
It was reported that the unit has a dead battery, and will only hold a charge for about 30 minutes. Additional information received indicates that the unit shut off by itself with no audible alarms. There were no consequences or impact to patient.